Event description:
Surgeon implanting a 12 mm cortical medartis screw into patient. As surgeon was placing the screw, the head of the screw broke off. The shaft of the screw was retained and physician decided to let it remain implanted.